Event description:
A health care provider reported via a manufacturing representative that the patient experienced a loss of therapy due to depletion of the implantable neurostimulator (ins). The patient had contacted their hcp to report a loss of therapy and the ins was found to be depleted upon interrogation. No abnormalities were noticed. ¿some time ago¿ the patient had fallen, but there no changes in therapy effectiveness. Prior to surgery, high impedances of greater than 10,000 ohms were measured on electrode 0. During surgery, the casing of the ins was found to be damaged. No troubleshooting was done and the ins was replaced. After the ins was replaced, high impedances were measured on the lead. Impedances were measured to be greater than 10,000 ohms on all electrodes. The ins connection at the pocket site was cleaned, but the impedances remained high. The extension and lead were explanted and a new lead was implanted. After the ins, extension, and lead replacement the issue was resolved. The patient was doing fine and they were receiving effective therapy.

Manufacturer narrative:
The conclusion code has been updated.

Manufacturer narrative:
Analysis found the implantable neurostimulator can was dented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID 3877, serial # unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type lead; product ID neu_ins_stimulator, serial # unknown, product type implantable neurostimulator. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.